Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up medwatch report will be submitted.

Event description:
It was reported that an acculink hub was noted to be cracked before patient use. The device was set aside and not used. There was no patient involvement. There was no additional information provided on this device issue.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported cracked luer was confirmed. It is likely that the syringe was over-tightened causing the sidearm to crack at the threads. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.